Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 77-year-old female undergoing cardiac surgery was implanted with an impella 5.5 device for mechanical circulatory support. Could not get impella to cross aortic valve, so pigtail and j wire were then placed. It was very challenging to cross the valve as well. Finally did cross valve and exchanged to impella wire. The 5.5 was inserted and still had difficulty crossing valve: transesophageal echocardiography imaging was sub-optimal and visualization of wire was compromised. As further manipulation was attempted, patient had ventricular fibrillation arrest. Defib x4, then cardiac massage. Decision to abort impella attempt(s).